Event description:
The recipient is reportedly experiencing pain and soreness near the implant site with and without device use. The recipient is being given medicine for two months. The recipient has ceased device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issues have reportedly resolved. The recipient is the recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.